Event description:
It was reported that pump screen was dark and would not turn on, and caller also reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, and followed technical support instructions to press pump button in different ways, attempt charging with known working equipment, and then leave pump plugged into a working outlet for at least 30 minutes, with technical support planning to follow up; no additional information was received regarding the outcome of the event.